Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery required after the patient had a traumatic fall resulting in an unstable knee. Patient was revised to a legion constrained implant.

Manufacturer narrative:
Please review attached for the investigation results. (B)(4).